Event description:
It was reported that prior to an additional aortic aneurysm stent grafting treatment procedure, it was discovered that the equalizer 27/7/2/65 balloon had a tear in it. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `fine'.